Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this device and lead system suffered from twiddler's syndrome. This right atrial (ra) lead and the other implanted leads were all confirmed to be dislodged. A lead revision was performed and all leads were explanted and replaced. No adverse patient effects were reported.